Event description:
A high drain error 105 (night drain cycle five) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 08:06:45. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of cmplnt-001501394. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. If any additional information is received, a follow-up will be sent.